Manufacturer narrative:
One e1455 was received for evaluation. Inspection found the blue insulation was scratched. The ptfe insulator had disengaged and was returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to disengage. The damage to the electrode indicates the user mishandled the electrode. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use state the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laminectomy procedure, a small part of the plastic insulation from the distal tip of the electrode fell into the patient cavity. It was quickly located and retrieved from the cavity without any injury to the patient. A new complete electrode was opened to successfully complete the case.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laminectomy procedure, a small part of the plastic insulation from the distal tip of the electrode fell into the patient cavity. It was quickly located and retrieved from the cavity without any injury to the patient. A new electrode was opened to successfully complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.